Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 06/21/2016-device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2016 with the following findings: a review of the pump black box data showed no cs 162 loss of prime warnings. During testing, the rewind, load cartridge and prime steps were performed successfully with no alarms. The pump successfully completed the 24 hour duration test with no loss of prime occurring. The force sensor calibration was found to be within required specification. The loss of prime issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim, with discolored text. Also unrelated to the complaint, investigation revealed a crack in the battery compartment. In addition, the pump casing was cracked at the bottom right corner between the keypad and pump seal.